Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from august 21, 2020 - august 24, 2020. H10: three (3) actual devices were received for evaluation. Each of the three samples contained 115ml of drug fluid in their bladder. Visual inspection on the three samples with the naked eye noted a small speck of white drug residue in the thread of the fillport cap. Drug fluorouracil forms a white residue when dried so any small amount of drug left in the fill port when the fillport cap is replaced, is forced out of the fillport and into the threads of the fillport cap. It was determined that the drug residue did not come from the folfusor product; it came from the drug fluorouracil. There is a one-way check valve which prevents liquid from exiting the device, and any liquid or white residue observed on the fillport or threads is a result of drug residual filling. Based on the evaluation finding, the folfusor samples were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within the additive port of three (3) small volume folfusors. The pm was further described as white particulate in the addition port and was discovered prior to patient use. The sets were filled with fluorouracil 4450mg. There was no patient involvement. No additional information is available.